Manufacturer narrative:
Concomitant products: product ID neu_recharger_acc, serial # unknown, product type recharger; product ID 3387s-40, lot # v011938, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v011938, implanted: (B)(6) 2007, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
A consumer reported difficulty recharging, poor coupling which had started on (B)(6) 2015. The patient could not recharge battery. They had tried moving the device around and the charger picture had stayed empty. The charger kept beeping. The battery was turned on/off. The charger had fallen on the floor but there was no visible damage. The charger system had shown a picture from 3.2 in the recharger book, that something interrupted the charger with the device battery. The patient had tried different ways to charge the battery. There was a poor coupling screen reported; repositioning the antenna and the use of an antenna locate feature had not resolved the issue. The patient had noted that it seemed like something was shifted/something like the wires were coming over the top of the implantable neurostimulator (ins), it was not smooth. The patient had slept on their stomach and felt the battery was upside down and it was now charging. This was noticed on (B)(6) 2015. The patient had not had any falls or traumas. The patient had called back to confirm the battery was 100% charged. It was noted that the patient had a history of migration issues. The patient had done more manipulations with the battery and it had started to charge. No diagnostics were done, no actions were taken and no hospitalizations were related to this event. No symptoms were reported. The outcome was resolved without sequelae.